Event description:
It was reported that the patient presented at the hospital due to discomfort at the implanted device site. The patient's implantable cardiac monitor was explanted, and the patient was in a stable condition.

Manufacturer narrative:
The device was returned and visual examinations revealed no anomalies. Interrogation test results were acceptable. No any other anomalies were seen.